Event description:
It was reported that this lead was explanted due to other non-product experience. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was explanted due to other non-product experience. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted stretched and deformed coils. A fractured outer coil conductor was observed at approx. 248 mm from the terminal end. Fracture characteristics are consistent with clavicle/first rib damage.